Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed some signs of operative usage but no significant signs of damage. The investigation could not verify or identify any evidence of products contribution to the reported problem. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Root cause analysis deemed not necessary as no product failure was found. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trauma consultants in the (B)(6) area provided my contact information to dr. (B)(6). Dr. (B)(6) is an orthopaedic trauma surgeon at (B)(6). Dr. (B)(6) requested that depuy synthes viper instrumentation and implants be available for use to treat a complex/traumatic pelvic ring fracture. My trauma colleagues informed dr. Meyers that the use of this system and it's components for this application was completely off-label. Dr. (B)(6) personally called me on (B)(6) afternoon 9-30 indicating a desire to use viper for this case. The case would be performed the following day, 10-1. Before and immediately preceding to the case I informed dr. (B)(6) and the staff supporting the procedure at (B)(6) that the use of viper for this case was off-label. I made it clear that I could only support and provide guidance with respect to the use of our instrumentations and implants. More importantly, I would not be able to provide consultation as to technique or any relating off-label topic. Dr. (B)(6) placed patient in supine position, requested two 8x100mm expedium poly screws be loaded onto viper closed towers. Upon insertion of the second screw into the aiis, an audible click was heard. Suspecting that the viper tower had become disengaged from the screw, the tower was removed. It was immediately apparent that the polyaxial head had separated from the screw shank. The polyaxial head was still fixed to the viper tower and the screw shank remained in the patient. A x20 screw driver was provided to dr. (B)(6), the screw shank was removed/explanted, and a new screw was inserted. No further issues or complications to report from this point on. Dr. Meyers asked that I send this screw to depuy for investigation. No harm to the patient.